Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary embolization procedure. Reportedly, after the suture was deployed and the knot was being advanced to the artery, hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. A 6fr sheath was used. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The observation of the suture not achieving hemostasis can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. During manufacturing each device suture is inspected of the way it is loaded onto the device as specified in the final inspection procedures. The procedures provide for an integral suture that is within the device correctly. Each device lot is functionally tested for suture deployment. The proglide instructions for use provides the optimum procedure to ensure successful delivery of the suture. The user was reportedly trained in the use of the proglide device. There is no reported information to indicate a user influence and there was no reported information to indicate an anatomical influence on the reported experience. The cause of not achieving hemostasis could not be determined by the reported information. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there are no similar incidents with the reported experience of not achieving hemostasis after deployment. There does not appear to be any indication of a product quality deficiency.